Event description:
Patient reported via regulatory agency right side delayed healing. Patient additionally reported "unusual symptoms", "easily injured (sprained wrist twice, pinky once)", "kidney problems", "able to breathe much more deeply post-explant", "widespread unexplained inflammation", "interstitial cystitis", "infertility", "slow wound healing", "daily hives", "rashes", and "severe joint pain". These events are not device related. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5101826. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "delayed healing" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing.